Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : relevant tests/laboratory data, report source other, device eval by manufacturer?, remedial action required, remedial action # and manufacturer narrative. Annex a : a0401, a1801. Annex g : g04036, g02017. Annex b : b01, b14, b13. Annex c : c23, c0601. Annex d : d11, d15 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Bd technical support troubleshoot with customer over the phone. H3 other text : see manufacturer narrative.

Event description:
It was reported that a new bag of heparin was hung on 02 july 2022 at 4:26pm and the pump was set to infuse at 18 units/hr. The nurse reportedly returned to the room about one hour later and found that the heparin bag was empty, and the pump was alarming air-in-line. The there was patient involvement but no harm.

Event description:
It was reported that a new bag of heparin was hung on (B)(6) 2022 at 4:26pm and the pump was set to infuse at 18 units/hr. The nurse reportedly returned to the room about one hour later and found that the heparin bag was empty, and the pump was alarming air-in-line. The there was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.